Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 07.702.040s, lot: 2f53510, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 02 jun 2022, expiration date: 01 jun 2025. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that during surgery on (B)(6) 2023, the surgeon started augmentation according to the surgical technique. When mixing the cement, the surgeon felt stronger resistance than usual, but managed to finish mixing to the default count. The tip of the white syringe broke off when the second white syringe was attached to the three-way stopcock, and the broken tip remained in the three-way stopcock. Another device from a different hospital was used to complete the surgery, but the surgery was prolonged by about an hour. The assistant surgeon commented that the broken syringe may have been turned/tightened a little harder than the first one, but the amount of force was not that different. The patient status/outcome was reported to be stable. This report involves one traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).